Manufacturer narrative:
The complaint could not be verified as an x-ray was not provided by dentist. Returned implant was visually inspected. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined.

Event description:
The dentist reported while placing the dental implant, it fractured the labial plate. Doctor used puros and graft to rebuild site. No implant was placed.